Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device found four openings in the port tubing between the stainless steel connector and the injection site. The openings are consistent with puncture by a needle and may be the source of the leakage. Another breakage was noted in the band tubing which appears to have been caused by a sharp instrument. This breakage may have been made to facilitate removal of the device, and may not be the cause of the leakage. No additional information has been reported to inamed regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."

Event description:
Reported by pt via email as: "dr. Obviously damaged my port and as a result I have to repeat this whole entire process once more." Follow up phone call with the patient found that the patient got a 2nd opinion and found that the port was not secure and thus moving around. Follow up findings, during port replacement surgery, the port was found to be leaking, the doctor thinks the leaks may be due to needle sticks.